Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 487 mg/dl at the time of incident. The customer's blood glucose was 331 mg/dl at the time of call. The customer's blood glucose was 292 mg/dl at the end of call. The customer stated that they gave several corrections prior to call. The customer stated that the drive support cap appeared normal. The customer declined to continue troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.